Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of left lower quadrant pain ('pain left inguinal region'), device dislocation ('essure found into abdominal cavity'), salpingitis ('chronic salpingitis') and ovarian cyst ('ovarian cyst') in a 33-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1992, multi gravida, parity 4 and abortion. Previously administered products included for an unreported indication: noregyna. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced lower abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced ovarian cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced left lower quadrant pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow"), headache ("heavy headache"), abdominal distension ("bloating"), cramp in lower abdomen ("cramps frequently"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), back pain ("lumbar pain"), arthralgia ("arthralgia") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal alteration"). The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), ketoprofen (cetoprofeno), metamizole, metamizole sodium (dipirona sodica), norfloxacin (norfloxacino), omeprazole (omeprazol), ondansetron hydrochloride (ondansetran) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020 and ooferectomy). Essure was removed on (B)(6) 2020. At the time of the report, the left lower quadrant pain, device dislocation, salpingitis, ovarian cyst, menorrhagia, hormone level abnormal, headache, abdominal distension, cramp in lower abdomen, disturbance in attention, dyspnoea, dizziness, back pain, arthralgia, pain in extremity, pelvic pain and lower abdominal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, disturbance in attention, dizziness, dyspnoea, headache, hormone level abnormal, lower abdominal pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, salpingitis, left lower quadrant pain and cramp in lower abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel lower 2 mcg/l. Pathology test - on (B)(6) 2019: no neoplastic cells or intraperitoneal lesion, inflammation; on (B)(6) 2020: material: left and right uterine tube macroscopy: left uterine tube measuring 4.5x1.0 cm with smooth and shiny serosa, right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa. Conclusion: chronic salpingitis on left and right uterine tube. Pregnancy test - on (B)(6) 2015: negative. Ultrasound abdomen - on (B)(6) 2020: ultrasound was unremarkable. Ultrasound pelvis - on (B)(6) 2015: cross-sectional image of the left uterine horn with identification of the device on linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Presence of an essure device in the right lateral endometrial region, we were unable to observe the entrance of the device in the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2019: in the endometrial cavity, an elongated hypergenic image, which may correspond to a contraceptive device outside the appropriate location. Patient with report of essure insertion 5 years ago; on (B)(6) 2020: essure device not seen on the left uterine tube, device on the right seen completely in the abdominal cavity; on (B)(6) 2020: left ovary measuring 105x100x72 mm with a volume of 399 cm3. Evident cystic image of rough internal edges measuring approximately 108x66x49 mm with an approximate volume of 182.6 cm3. Amendment: the report was amended for the following reason: ¿muscle spasms¿ was recoded to the medra llt: ¿cramp in lower abdomen¿. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of left lower quadrant pain ('pain left inguinal region'), device dislocation ('essure found into abdominal cavity'), salpingitis ('chronic salpingitis') and ovarian cyst ('ovarian cyst') in a 33-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1992, multi gravida, parity 4 and abortion. Previously administered products included for an unreported indication: noregyna. Concurrent conditions included scar (before the salpingectomy). In (B)(6) 2015, the patient had essure inserted. On 19-mar-2020, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced lower abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced ovarian cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced left lower quadrant pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow"), headache ("heavy headache"), abdominal distension ("bloating"), cramp in lower abdomen ("cramps frequently"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), back pain ("lumbar pain"), arthralgia ("arthralgia") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal alteration"). The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), ketoprofen (cetoprofeno), metamizole, metamizole sodium (dipirona sodica), norfloxacin (norfloxacino), omeprazole (omeprazol), ondansetron hydrochloride (ondansetran) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020 and ooferectomy). Essure was removed on (B)(6) 2020. At the time of the report, the left lower quadrant pain, device dislocation, salpingitis, ovarian cyst, menorrhagia, hormone level abnormal, headache, abdominal distension, cramp in lower abdomen, disturbance in attention, dyspnoea, dizziness, back pain, arthralgia, pain in extremity, pelvic pain and lower abdominal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, disturbance in attention, dizziness, dyspnoea, headache, hormone level abnormal, lower abdominal pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, salpingitis, left lower quadrant pain and cramp in lower abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel lower 2 mcg/l. Pathology test - on (B)(6) 2019: no neoplastic cells or intraperitoneal lesion, inflammation; on (B)(6) 2020: material: left and right uterine tube macroscopy: left uterine tube measuring 4.5x1.0 cm with smooth and shiny serosa, right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa. Conclusion: chronic salpingitis on left and right uterine tube. Pregnancy test - on (B)(6) 2015: negative. Ultrasound abdomen - on (B)(6) 2020: ultrasound was unremarkable. Ultrasound pelvis - on (B)(6) 2015: cross-sectional image of the left uterine horn with identification of the device on linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Presence of an essure device in the right lateral endometrial region, we were unable to observe the entrance of the device in the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2019: in the endometrial cavity, an elongated hypergenic image, which may correspond to a contraceptive device outside the appropriate location. Patient with report of essure insertion 5 years ago; on (B)(6) 2020: essure device not seen on the left uterine tube, device on the right seen completely in the abdominal cavity; on (B)(6) 2020: left ovary measuring 105x100x72 mm with a volume of 399 cm3. Evident cystic image of rough internal edges measuring approximately 108x66x49 mm with an approximate volume of 182.6 cm3. Lot number: b02267 manufacture date:2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-mar-2021: two new reporter were added (lawyer and physician) and the concurrent condition was provided. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of left lower quadrant pain ('pain left inguinal region'), device dislocation ('essure found into abdominal cavity'), salpingitis ('chronic salpingitis') and ovarian cyst ('ovarian cyst') in a (B)(6) year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1992, multi gravida, parity 4 and abortion. Previously administered products included for an unreported indication: noregyna. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced lower abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced ovarian cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced left lower quadrant pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow"), headache ("heavy headache"), abdominal distension ("bloating"), muscle spasms ("cramps frequently"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), back pain ("lumbar pain"), arthralgia ("arthralgia") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal alteration"). The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), diclofenac potassium (lfm diclofenaco de potassio), ketoprofen (cetoprofeno), metamizole sodium (dipirona sodica), norfloxacin (norfloxacino), omeprazole, ondansetron hydrochloride (ondansetran), simeticone (simeticona) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020 and ooferectomy). Essure was removed on (B)(6) 2020. At the time of the report, the left lower quadrant pain, device dislocation, salpingitis, ovarian cyst, menorrhagia, hormone level abnormal, headache, abdominal distension, muscle spasms, disturbance in attention, dyspnoea, dizziness, back pain, arthralgia, pain in extremity, pelvic pain and lower abdominal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, disturbance in attention, dizziness, dyspnoea, headache, hormone level abnormal, lower abdominal pain, menorrhagia, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, salpingitis and left lower quadrant pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel lower 2 mcg/l. Pathology test - on (B)(6) 2019: no neoplastic cells or intraperitoneal lesion, inflammation; on (B)(6) 2020: material: left and right uterine tube. Macroscopy: left uterine tube measuring 4.5x1.0 cm with smooth and shiny serosa, right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa. Conclusion: chronic salpingitis on left and right uterine tube. Pregnancy test - on (B)(6) 2015: negative. Ultrasound abdomen - on (B)(6) 2020: ultrasound was unremarkable. Ultrasound pelvis - on (B)(6) 2015: cross-sectional image of the left uterine horn with identification of the device on linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Presence of an essure device in the right lateral endometrial region, we were unable to observe the entrance of the device in the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2019: in the endometrial cavity, an elongated hypergenic image, which may correspond to a contraceptive device outside the appropriate location. Patient with report of essure insertion 5 years ago; on (B)(6) 2020: essure device not seen on the left uterine tube, device on the right seen completely in the abdominal cavity; on (B)(6) 2020: left ovary measuring 105x100x72 mm with a volume of 399 cm3. Evident cystic image of rough internal edges measuring approximately 108x66x49 mm with an approximate volume of 182.6 cm3. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of left lower quadrant pain ('pain left inguinal region'), device dislocation ('essure found into abdominal cavity'), salpingitis ('chronic salpingitis') and ovarian cyst ('ovarian cyst') in a 33-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1992, multi gravida, parity 4 and abortion. Previously administered products included for an unreported indication: noregyna. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced lower abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced ovarian cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced left lower quadrant pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow"), headache ("heavy headache"), abdominal distension ("bloating"), cramp in lower abdomen ("cramps frequently"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), back pain ("lumbar pain"), arthralgia ("arthralgia") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal alteration"). The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), ketoprofen (cetoprofeno), metamizole, metamizole sodium (dipirona sodica), norfloxacin (norfloxacino), omeprazole (omeprazol), ondansetron hydrochloride (ondansetran) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020 and ooferectomy). Essure was removed on (B)(6) 2020. At the time of the report, the left lower quadrant pain, device dislocation, salpingitis, ovarian cyst, menorrhagia, hormone level abnormal, headache, abdominal distension, cramp in lower abdomen, disturbance in attention, dyspnoea, dizziness, back pain, arthralgia, pain in extremity, pelvic pain and lower abdominal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, disturbance in attention, dizziness, dyspnoea, headache, hormone level abnormal, lower abdominal pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, salpingitis, left lower quadrant pain and cramp in lower abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel lower 2 mcg/l. Pathology test - on (B)(6) 2019: no neoplastic cells or intraperitoneal lesion, inflammation; on (B)(6) 2020: material: left and right uterine tube; macroscopy: left uterine tube measuring 4.5x1.0 cm with smooth and shiny serosa, right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa. Conclusion: chronic salpingitis on left and right uterine tube. Pregnancy test - on (B)(6) 2015: negative. Ultrasound abdomen - on (B)(6) 2020: ultrasound was unremarkable. Ultrasound pelvis - on (B)(6) 2015: cross-sectional image of the left uterine horn with identification of the device on linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Presence of an essure device in the right lateral endometrial region, we were unable to observe the entrance of the device in the fallopian tube. Ultrasound scan vagina - on (B)(6) 2019: in the endometrial cavity, an elongated hypergenic image, which may correspond to a contraceptive device outside the appropriate location. Patient with report of essure insertion 5 years ago; on (B)(6) 2020: essure device not seen on the left uterine tube, device on the right seen completely in the abdominal cavity; on (B)(6) 2020: left ovary measuring 105x100x72 mm with a volume of 399 cm3. Evident cystic image of rough internal edges measuring approximately 108x66x49 mm with an approximate volume of 182.6 cm3. Lot number: b02267, manufacture date:2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of left lower quadrant pain ('pain left inguinal region'), device dislocation ('essure found into abdominal cavity'), salpingitis ('chronic salpingitis') and ovarian cyst ('ovarian cyst') in a 33-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 1992, multi gravida, parity 4 and abortion. Previously administered products included for an unreported indication: noregyna. Concurrent conditions included scar (before the salpingectomy). In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced lower abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced ovarian cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced left lower quadrant pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow"), headache ("heavy headache"), abdominal distension ("bloating"), cramp in lower abdomen ("cramps frequently"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), back pain ("lumbar pain"), arthralgia ("arthralgia") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal alteration"). The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), ketoprofen (cetoprofeno), metamizole, metamizole sodium (dipirona sodica), norfloxacin (norfloxacino), omeprazole (omeprazol), ondansetron hydrochloride (ondansetran) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020 and ooferectomy). Essure was removed on (B)(6) 2020. At the time of the report, the left lower quadrant pain, device dislocation, salpingitis, ovarian cyst, menorrhagia, hormone level abnormal, headache, abdominal distension, cramp in lower abdomen, disturbance in attention, dyspnoea, dizziness, back pain, arthralgia, pain in extremity, pelvic pain and lower abdominal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, disturbance in attention, dizziness, dyspnoea, headache, hormone level abnormal, lower abdominal pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, salpingitis, left lower quadrant pain and cramp in lower abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel lower 2 mcg/l. Pathology test - on (B)(6) 2019: no neoplastic cells or intraperitoneal lesion, inflammation; on (B)(6) 2020: material: left and right uterine tube macroscopy: left uterine tube measuring 4.5x1.0 cm with smooth and shiny serosa, right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa. Conclusion: chronic salpingitis on left and right uterine tube. Pregnancy test - on (B)(6) 2015: negative. Ultrasound abdomen - on (B)(6) 2020: ultrasound was unremarkable. Ultrasound pelvis - on (B)(6) 2015: cross-sectional image of the left uterine horn with identification of the device on linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Presence of an essure device in the right lateral endometrial region, we were unable to observe the entrance of the device in the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2019: in the endometrial cavity, an elongated hypergenic image, which may correspond to a contraceptive device outside the appropriate location. Patient with report of essure insertion 5 years ago; on (B)(6) 2020: essure device not seen on the left uterine tube, device on the right seen completely in the abdominal cavity; on (B)(6) 2020: left ovary measuring 105x100x72 mm with a volume of 399 cm3. Evident cystic image of rough internal edges measuring approximately 108x66x49 mm with an approximate volume of 182.6 cm3. Lot number: b02267, manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.